Event description:
A patient reported an issue with the battery life of their pump, stating that it had diminished, requiring them to charge the pump every other day to maintain a charge over 50% and avoid it dropping too quickly below that level. There was no adverse impact to the customer¿s blood glucose level. The customer declined further troubleshooting assistance.